Event description:
It was reported that the patient with this right atrial (ra) lead presented to consult for a possible lead revision. Technical services (ts) reviewed the device data and noted that the ra lead presented out of range pacing impedance measurements, which had continued to gradually rise. In addition, a lead safety switch (lss) occurred and the stored atrial tachy response (atr) episodes at that time displayed myopotential noise, which ts suspected was related to unipolar sensing. Ts provided programming recommendations and advised performing lead testing to confirm lead integrity and ensure the noise was not reproducible. The physician elected to revise the lead and it was surgically abandoned. No additional adverse patient effects were reported.